Event description:
The operator of an advia 1800 instrument observed discordant results on a patient sample tested for multiple assays including creatinine, sodium, potassium, direct bilirubin, total bilirubin. Some of the assays resulted as 'zero.' It is unknown if any results were reported to the physician(s) or if the sample was repeated and the discordant results corrected. There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument data, the cse checked the instrument hydraulics, valves, connectors, liquid level sensing, and alignments, including the alignment of the dilution probe to the interface gate. The cse also replaced all o-rings. During the troubleshooting, the cse discovered that gel was present in the sample which contaminated the instrument lines. Decontamination and cleaning procedures were run through the lines, after which there were no discordant results. The cause of the discordant results was contamination due to the presence of gel in the sample. The instrument is performing according to specifications. No further evaluation of this device is required.